Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no lot information or sample was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. Root cause description: based on the available information we are not able to identify a root cause at this time. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd phaseal¿ optima connector (c35-o) came "apart slightly" from the injector during use, which had been held together with the clamp. The device was used on a patient receiving a "tacrolimus 24 hour infusion" when the occlusion alarm sounded. The infusion was restarted, but the alarm sounded again. The tubing was removed and flushed at the "alaris smartsite" before noticing the separation. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "tacrolimus 24 hour infusion was originally hung on (B)(6) 2020. Rn noted recurrent occlusion alarms, visually checked for kinks in line and restarted infusion. Occlusion alarm noted once again. Clinician paused infusion, clamped tubing below pump, removed tubing from channel and manually flushed line at the alaris smartsite closest to patient. Noticed optima clamp at cvc was intact but the injector/connector segment had come apart slightly. Rn described it was held together with the clamp. Reinserted injector/connector and reclosed clamp. Reinserted tubing, pressed restart and noticed ballooning pump segment."